Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: ¿material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-00321/ -00323).

Event description:
Patient's legal counsel reports patient underwent left total hip arthroplasty on (B)(6) 2004. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of metallosis, metal debris with reactive synovium, and leg length discrepancy. Additional information received in patient revision operative report notes the left leg was longer than the right as well as the presence of metallosis, metal debris, and cavitary defect through the medial wall. The head and taper insert were removed and replaced. The cup was removed and replaced with a competitor component. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.